Event description:
Abbott diabetes care (adc) received a medwatch user report that reported the following information: an unspecified sensor error message was reported with the adc device and the customer was unable to obtain glucose readings. The customer applied another adc device and indicated it would not activate after three hours of trial. The customer removed the device and applied a third adc device but indicated this failed to activate for an hour before success. The customer indicated they have already reported these issues to adc. Adc customer service attempted to contact the customer three times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no patient consequences or third-party treatment reported. Based on the information available, there was no report of serious injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. The reported product is not expected to be returned as adc was unable to contact the customer to request a return of the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This is 1 of 3 MDR submission as mw5186324 is associated with medwatch# mw5186325, and mw5186326.

Event description:
Abbott diabetes care (adc) received a medwatch user report that reported the following information: an unspecified sensor error message was reported with the adc device and the customer was unable to obtain glucose readings. The customer applied another adc device and indicated it would not activate after three hours of trial. The customer removed the device and applied a third adc device but indicated this failed to activate for an hour before success. The customer indicated they have already reported these issues to adc. Adc customer service attempted to contact the customer three times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no patient consequences or third-party treatment reported. Based on the information available, there was no report of serious injury associated with this event.